Event description:
The pt had been using 30% soluble insulin, 70% isophane insulin (humulin m3) up until 3 months prior to this report, delivered via a 1.5ml pen injection device, and had not previously experienced any problems. The pt was not receiving any concomitant medication. The pt received 25% insulin, 75% insulin lispro protamine (humalog mix 25), 40 units in the morning and 40 units in the evening, via a humapen ergo teal/color pen body with a clear cartridge holder attached. While receiving 25% insulin, 75% insulin lispro protamine, the pt experienced two events of hypoglycemia, which required medical attention from the pt's family member and paramedics. One event occurred in school and the other event occurred at home. On these occasions the pt's blood sugar levels were 1.2 and 1.3 respectively. The pt's normal blood sugar levels are between 5-10. The pt received emergency treatment and fully recovered from both events. Since commencing 25% insulin, 75% insulin lispro protamine, the pt has also experienced an event of high blood sugars. The pt's blood sugar levels were arond 14-15. The pt had recovered from this event. The reporter also stated that the pt's ketones are not going down as they should have in the past and they are about 9. The reporter stated that the pt first noticed this rise in the first week of using the humapen ergo. Since using the humapen ergo the pt has experienced extreme difficulties and resistance from the dose knob. The reporter stated that the pt's diabetes specialist nurse had told the pt that this was probably due to a change of insulin. The reporter stated that the pt's consultant also experienced the same problems when they tried to use the pen and suggested that the pt wiggle the dose knob around while the needle is in the skin and trying to depress the dose knob. The reporter tried to perform a functional test, but the dose knob would not depress at all. The reporter stated that the pt tried their insulin in a friend's humapen and experienced no problems at all. Since using the humapen, the pt has experienced bruising and bleeding at the injection site from pushing on the pen so hard trying to get the insulin out. The pt returned to using 30% soluble insulin, 70% isophane insulin, via a 1.5 ml pen injection device until they received a replacement device. At the time follow-up info was received, the pt had received a replacement device and had started therapy with 25% insulin, 75% insulin lispro protamine again. The pt has recovered from the events of injection site bleeding and bruising, but is still experiencing fluctuating blood sugar levels. It is unknown if the event of high ketones continues. Therapy with 25% insulin, 75% insulin lispro protamine continues. The person operating the device was the pt. The operator of the device was trained by a nurse. The pt uses 31 gauge, 8mm becton dickinson needles and changes them with every injection. The pt primes the pen before use and injects into the thigh, abdomen or arm, holding the needle in their skin for 4 seconds. The pen is stored inside. The device is due to be returned to the company for analysis.